Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump did not alarm for downstream occlusion. The patient had a triple lumen catheter, a one link catheter extension set was attached to one of the ports. On one lumen of that was levophed which was started at 3mcg/min (approx. 2.3mls/hr and concentration 16mg in 250mls) and on the other side was normal saline at 10cc/hr (both infusing into the same port on the triple lumen catheter). There was not an immediate effect at 3mcg so the nurse increased to 4mcg. She waited a few minutes and watched, still no increase in blood pressure so she increased again to 5mcg. Once she did this she began trouble shooting and realized the clamp on the one link was in the locked position (fully clamped). The pump did not alarm for downstream occlusion. She released the clamp and in doing so the pressure had been building and the patient received a large dose of the medication and blood pressure increased to above 190 systolically. The levophed was "held" for a period of time (unknown amount of time) to allow the blood pressure to stabilize. It was reported that the patient was eventually transferred to a medical floor once stabilized.